Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product would be returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
The comb was bent on the device. Also, the handle was stuck on the mesher and was not able to be removed. This took place after surgery, while cleaning the instrument. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device comb was bent. Also, the handle was stuck on the mesher and was not able to be removed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was october 6, 2015 where it was reported that the comb was bent and the roller, worn bushings, worn side plates, damaged comb, carrier guide, comb spring, and screws were replaced. This is not a related issue. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 4:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet australia on july 20, 2018 revealed that the comb was bent. The pre-tests could not be performed due to the damaged comb. The 2:1 ratio cutter, serial number (B)(4) produced a passing same mesh. The 1.5:1 ratio cutter, serial number (B)(4) and the 4:1 ratio cutter, serial number (B)(4)produced incomplete cuts and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet australia on july 20, 2018 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the comb was damaged. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review by zimmer biomet australia it was noted that the comb was damaged. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.